Manufacturer narrative:
Na

Event description:
Info was received that this left ventricular (lv) lead exhibited high pacing threshold. This lv lead was surgically abandoned and the previously capped lead is now in use. No adverse pt effects reported.